Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: na.

Event description:
It was reported that the bd¿ phlebotomy sharps collector, 1.5 qt needle port experienced lid could not shut. The following information was provided by the initial reporter: the sharps collector's lid that doesn't shut properly.

Manufacturer narrative:
Follow up MDR for device evaluation. According with this investigation there is not enough information provided from customer like pictures or samples to determine the root cause of this issue, however in the report mentions that the lid does not remain shut and soon becomes open. This is a known issue received from japan where from previous complaints investigations, it was found that the temporary closure characteristic it¿s not being evaluated during the inspection process performed by quality since there is not a requirement as part of customer specification, it means that there is no functional test established to the temporary closure feature, nevertheless in order to discard a malfunction on this sku, an engineering study was performed due to the negative trending reported from japan to evaluate functionality on temporary closure, obtaining the following (see engineering study in the icon below): after 24 hours, none of the tested lids went open by themselves. All the tested parts require a minimum force greater than 1.5lbf to disengage the temporary closure. All the material met the expected results. Furthermore, we have previously received a video as evidence from another customer complaint (B)(4) from the same region, where it can be seen that collector exceeds the limit indicated on the lid (fill line), which could be reason to generate this kind of issue because at the time to exceed the capacity, they could be causing deformation to the collector. In addition, as part of the manufacturing process, the product includes an IFU (instruction for use) in each box which explain that fill line limit must be not exceeded. However, if the method established within the IFU is not followed as intended then it will not function correctly. Because of this, the storage and handling process method will be needed to determine the root cause since the product could have experienced deformations from an incorrect storage (damaged product). Because of all the information and test presented, we can determine that the failure mode is not related to the manufacturing process. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months.

Event description:
No additional information.